Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration: yes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy : other"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((hyst. (Full),salpingectomy (bilateral),oophorectomy (unilateral)) and hyst. (Full),salpingectomy (bilateral),oophorectomy (unilateral))). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, hypersensitivity, bladder disorder, cystitis, vaginal infection, vaginal discharge, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased and urinary tract infection had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, menorrhagia, metrorrhagia, general abnormal bleeding, allergy, breakage, migration, bladder problem., urinary problem., bladder infection., uti, vaginal infection ,vaginal discharge, discremptency- date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Date(s) of removal : (B)(6) 2018, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result :bilateral occlusion. Confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration: yes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy : other"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((hyst. (Full),salpingectomy (bilateral),oophorectomy (unilateral)) and hyst. (Full),salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, hypersensitivity, bladder disorder, cystitis, vaginal infection, vaginal discharge, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased and urinary tract infection had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, menorrhagia, metrorrhagia, general abnormal bleeding, allergy, breakage, migration, bladder problem., urinary problem., bladder infection., uti, vaginal infection ,vaginal discharge, discrepancy- date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Date(s) of removal : (B)(6) 2018, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result :bilateral occlusion. Confirmation test not specified.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously added injury nos was replaced with dysmenorrhea & new events- dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, general abnormal bleeding, allergy, breakage, migration, bladder problem., urinary problem., bladder infection., uti, vaginal infection ,vaginal discharge, fatigue, gi conditions, hair loss, dental problems., hormonal changes, headaches, nausea, vision problems, weight gain, were added. Lab test was added. On 16-sep-2019: fu 3&4 proceeded together. No new information was received. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.